Event description:
It was reported that on (B)(6) 2021, a 6 mm amplatzer vascular plug ii was selected for implant. During the procedure, the physician was unable to pass the device through a 5f non-abbott catheter. The physician noted that the amplatzer vascular plug ii was damaged, so the device was exchanged for a new device, which was successfully implanted to resolve the event. The patient remained hemodynamically stable throughout the procedure, however there was a clinically significant delay. The patient is stable.

Manufacturer narrative:
The investigation results will be provided in the final report.

Manufacturer narrative:
An event of difficulty inserting the device into a competitor catheter and the device being damaged could not be confirmed. The investigation confirmed the device met dimensional, visual, and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.